Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not working. During service and evaluation it was found that the coupling tool side was not functioning and defective. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, attachment coupling with attachments assessment, untrue running, and function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.